Event description:
A device was used during a laparoscopic cholecystectomy. The bag broke and the contents spilled inside the abdomen during the proceure. The procedure was converted to an open procedure so that the surgeon could retrieve the gallbladder and irrigate the abdomen.